Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) via ambulance with hypoglycemia. The patient's blood glucose levels reached 83 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced a seizure when the ambulance was called. The patient was given 2 juice boxes and a peanut butter sandwich and at the hospital an MRI was preformed and the patient was given ibuprofen.